Event description:
It was reported that during the percutaneous peripheral intervention, deployment issues occurred. The target lesion was located in the superficial femoral artery. A 7x60x120 epic vascular stent delivery system was advanced and as soon as the physician was deploying the stent, it "jumped significantly forward" during deployment so it ended up missing some of the target lesion. A 7x40 epic stent delivery system was advanced and the stent was deployed at the target lesion and was properly covered. The procedure was completed using a different device. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).